Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that her son's had hyperglycemia and also reported that there was detachment on two infusion sets. It was reported that the customer had high blood glucose levels of 29 mmol/l. It was stated that the insulin pump and meter were no longer communicating. Troubleshooting was performed. The customer was advised that since the battery died that caused the meter and insulin pump to unpair. Infusion set is not expected to return. Additional device related incident: insulin pump (308436851).